Manufacturer narrative:
The surgical technique outlines the implants be delivered through a drill guide but the surgeon placed the implants through a dilator.

Event description:
During a lateral si fusion procedure, the working channel began filling with blood after placement of the second si screw. The bleed was difficult to control and the patient lost approximately 750cc of blood. Once the bleed was controlled the patient was transferred by ambulance to a hospital. While at the hospital, a neurosurgeon confirmed the si screws were properly placed. The patient was released the next day.